Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant procedure, physician experienced restriction in crossing the lead over the wire. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
The connector pin and connector cap were found pulled out of the connector assembly consistent with excessive forces during the procedure. Evidence of solvent bond between cap and connector assembly was observed. The ptfe coating of the stylet was found bunched up/clogged distal to the connector pin and the connector cap was found in place and intact on the connector pin. The cause of reported event was isolated to bunching of the stylet ptfe coating and inner coil distal to the connector pin.